Event description:
It was reported that on (B)(6) 2025 the patient was implanted with a ventrio st mesh. As reported the patient is experiencing post implant significant reactions including urticaria, redness and generalized swelling (from head to toe). Patient has a known allergy to iodine and the contact requested information regarding the use of iodine in the ventrio st mesh. Note, there are no iodine components in the ventrio st mesh products.

Manufacturer narrative:
As reported, the patient experienced urticaria, redness and generalized swelling (from head to toe) post implant of ventrio st mesh. Patient has a known allergy to iodine and the contact requested information regarding the use of iodine in the ventrio st mesh. There are no iodine components in the ventrio st mesh products. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Allergic reaction is identified in the adverse reactions section of the instructions-for-use, supplied with the device. Note, the date of event (30-jan-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.